Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. The two implants and the suture came separate from the needle portion. One of the implants was slightly bent. No information on how or when this damage occurred. There was no shifting/ bunching of the silicon tube that would have contributed in this failure. The silicone tube was measured and found to be within specifications. It was observed that the key feature, proximal end, is slightly bent. This damage is typical of needle hitting bone or excessive force being applied while using the device. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for this issue or determine at what point in time this failure occurred. Based on the overall complaint rate, at this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that during the procedure the surgeon noted that the suture detached. Peek material was out of shape. Changed the new one to complete the procedure. There was no report on patient injury.